Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b2, b3, b5, b7, c1, c3, d4, e1, h4, h6, h8.

Event description:
Additionally, healthcare professional (hcp) reported that the patient developed swelling and tenderness to jowl notch. The patient was treated with keflex¿s prednisone, resolved then returned so the patient was treated with medrol pack and the symptoms persisted. The hcp then treated the patient with keflex¿s and prednisone, and it was almost resolved. After the hcp spoke to the patient it was completely resolved. Patient was treated with the following to resolve the symptoms: keflex 500 mg bid x 10 days prednisone 20 mg bid x 5 days, medrol dose pack, keflex 500mg bid x 10-day, prednisone 50mg x 10 days.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 ml of skinvive¿ by juvederm® in the cheeks for smoothness. Three weeks post treatment, the patient experienced intermediate-onset bilateral inflammatory nodules.